Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: 815745034, 4.5 x 34mm cortical screw ft, unknown; 815745030, 4.5 x 30mm cortical screw ft, unknown; 815745028, 4.5 x 28mm cortical screw ft, unknown; 815745026, 4.5 x 26mm cortical screw ft, unknown; 816145234, 4.5mm cort lock screw 34mm, unknown; 816145222, 4.5mm cort lock screw 22mm, unknown; 816145228, 4.5mm cort lock screw 28mm, unknown; 816145226, 4.5mm cort lock screw 26mm, unknown; 939999315, drill bit 3.2mm diameter, unknown; 816299009, 3.8mm calibrated drill bit, unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products - cortical screw pn: 815745034 ln: ni, cortical screw pn: 815745030 ln: ni, cortical screw pn: 815745028 ln: ni, cortical screw pn: 815745026 ln: ni, cortical locking screw pn: 816145234 ln: ni, cortical locking screw pn: 816145222 ln: ni, cortical locking screw pn: 816145228 ln: ni, cortical locking screw pn: 816145226 ln: ni.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is in the process of being returned to zimmer biomet (B)(4) for evaluation. The investigation has been initiated. A supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that a patient underwent a left trauma plate revision procedure approximately two and a half months post-operatively due to pain and plate fracture. The plate was removed and replaced with a new device.